Event description:
It was reported by the surgeon, during surgery, he had problems with the target device. The distal locking screw went astray. The surgeon used freehand-locking to complete the surgery.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.